Event description:
A malfunction on the pump was reported by the customer, with the issue having occurred multiple times previously. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.